Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a pt experienced a case of "sands of sahara" (sos) syndrome grade I, unilaterally, after lasik surgery. Reporter mentioned that this pt presented a more 'quick regressive syndrome'. Surgeon informed that the pt did not have any identified risk of inhalation, or bleeding. Antibioprophylaxis and operative field preparation were performed according to protocols in the facility.